Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient underwent treatment of a complex abdominal aortic aneurysm with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. On (B)(6) 2016, the patient had a re-intervention for a type ia endoleak and two additional gore® excluder® aortic extenders were implanted. The reason for the endoleak remains unknown. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). Refer to field for the results of the imaging evaluation.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm and common iliac artery aneurysm with several gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Reportedly the maximum aortic neck diameter in the landing zone was 24.5 mm. At the end of the procedure a type ia endoleak was identified but left untreated. On (B)(6) 2016, the patient underwent a reintervention procedure whereby two additional gore® excluder® aortic extenders were implanted to treat the type ia endoleak. A final angiogram showed resolution of the endoleak. The patient tolerated the procedure.